Event description:
Customer reported issues with the pump display, which had black lines, a cloudy screen, and visibility problems. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.